Event description:
It was reported that on an unknown date the power driver has an unknown allegation. It is unknown when the incident was observed. Patient involvement unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: service and repair evaluation: the customer reported that on an unknown date the power driver has an unknown allegation. The repair technician reported that cracked contact plate, damaged nose cone, discolored wire, discolored vent, rust on motor, debris on barriers and device run intermittent in fast forward mode and does not run in forward and reverse mode. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 26-june-2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part:05.000.008, synthes lot:007524, supplier lot:007524, supplier: (B)(4), release to warehouse date: mar 19,2019. No ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.